Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, it was revealed that the implantable cardioverter defibrillator exhibited post-paced t-wave over-sensing. However, there were no episodes of post-pace t-wave over-sensing recorded. Programming changes were made. The patient was stable and will continue to be monitored.